Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was having headaches since the pump was implanted. The patient did a CT scan of her brain and there was "some findings." The patient was scheduled to do an MRI. The pump was being used to deliver morphine and clonidine. Additional information received reported that the CT scan showed swelling in patient's brain. Additional information has been requested, but was not available as of the date of this report.